Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s left ventricular lead was noted to have no capture. Lead dislodgement was confirmed under fluoroscopy. It was unknown when the dislodgement first took place. The patient experienced fatigue due to the event. The lead was explanted and replaced. The patient tolerated the procedure well and was stable throughout.